Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a skin irritation under the rear therapy electrodes. The area was reported to be red and itchy. The patient reported that her doctor instructed the patient to use cortisone cream on the area. During a follow up the patient reported that the rash had gotten worse and was now also under the front therapy electrode. The final medical outcome of the irritation is unknown. No allegation of a device malfunction.